Manufacturer narrative:
The product was returned for evaluation. The pump was visually inspected and found free of damage, residue of unknown origin was found on the outflow cage. The pump could not be hemolysis tested due to an unrelated issue with the returned product and the root cause of the hemolysis was unable to be determined.

Manufacturer narrative:
The impella cp was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) old male patient with acute myocardial infarction (ami)/cardiogenic shock (cgs) had impella cp pump inserted in the right femoral. After three hours the patient¿s urine was dark red and labs hemolyzed. The decision was made to remove the device early as the patient¿s hematocrit was at 55.